Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. Prior to procedure, it was noted that the right atrial (ra) lead exhibited paroxysmal noise resulting in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.